Event description:
Female g1 pre-operation for a c-section for 38+ 5 weeks estimated gestational age (ega) w/arrest of dilation and descent/primary low transverse cesearean section. Anesthesoologist placed spinal needle and injected medications, patient was placed in supine position but spinal did not "set up". After 15 minutes, doctor repeated spinal using bupivacaine from anesthesia cart instead of spinal tray and patient got pain relief in 2 minutes. C-section completed with no additional complications and patient to pacu post-procedure.